Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, customer follow-up in b5, and a correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cause of the phenomenon was the damaged coupled charged device (ccd). However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The device failed during preparation for use prior to a diagnostic hysteroscopy. No other devices were involved in the reported event. The intended procedure was completed. The procedure was completed with another device camera head, otv-s7h-1d-f08e, lot number: (B)(6).

Event description:
The customer reported to olympus, the camera head had no image. The issue was found during procedure. There was no delay in the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of no image was confirmed due to a faulty charged coupled device. Additionally, device evaluation found a damaged cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1 address - line 1: (B)(6).